Event description:
It was reported via clinic notes that this patient's past surgical history included a pacemaker insertion surgery. The clinic notes also state that the patient has a past medical history of heart disease, high blood pressure, and high cholesterol. The relationship of the patient's pacemaker insertion and arrhythmia to vns is unknown. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Information was received from the physician stating that the previously reported arrhythmia for this patient is not related to vns.

Manufacturer narrative:
.

Manufacturer narrative:
Describe event or problem: corrected data: the initial report stated that the relationship of the patient's arrhythmia to vns was unknown. Additional information was received from the physician stating that there is no relation of the arrhythmia to vns. The information has been corrected in this report. Conclusions: corrected data: the initial report stated that no conclusions could be drawn. Additional information was received from the physician stating that there is no relation of the patient's arrhythmia to vns. The conclusion has been updated to reflect "no device failure." The information has been corrected in this report.